Event description:
It was reported the patient was implanted with an elevate pc apical and posterior prolapse repair system on (B)(6) 2013. He patient experienced pain, fatigue, dysuria and a urinary tract infection on (B)(6) 2013. The patient was treated with antibiotics for 7 days. The event resolved on (B)(6) 2013. No further patient complications were reported in relation with this event.